Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer¿s blood glucose level was elevated; however, the exact value was not provided. Reportedly, the customer was hospitalized. The customer was off of pump therapy and received insulin via intravenous drip. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.